Manufacturer narrative:
Eval summary: the pump was evaluated by a baxter svc tech. The reported condition was confirmed. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The baxter tech reported a broken door found during svc. There was no injury or medical intervention reported. No add'l info is available.